Manufacturer narrative:
Reference record (B)(4).

Event description:
On (B)(6) 2018, the patient died following complications after the duodenal resection. It was unknown if an autopsy was performed.

Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Bezoar and intestinal ulcers are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient felt sick and went to the hospital because of peg-j tube inward traction. After clinical exams, duodenal ulcers were found, and an emergency duodenal resection was performed. The peg-j was left in place during the surgery. After surgery, the patient was in intensive care in a medically induced coma. The patient awoke from the coma on an unknown date. On a subsequent unknown date, it was determined that the intestinal ulcers were caused by a phytobezoar at the end of the j-tube.